Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted MFR report# 2916837-2021-00131 was sent in error. There was no patient samples involved, therefore, this is not considered to be a reportable malfunction.

Event description:
It was reported while using bd facscalibur¿ contamination is observed. After flushing instrument, the customer reports that the flow chamber is contaminated again. The following information was provided by the initial reporter, translated from spanish to english: the client informs that "I have carried out the maintenance of the calibur as we are but I continue to observe contamination, we need to notify the technical service for its review and more exhaustive washing of cameras". The flushing procedures advised in case (B)(4) appeared to have resolved the problem, but the customer reports that the flow chamber is dirty again.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd facscalibur" contamination is observed. After flushing instrument, the customer reports that the flow chamber is contaminated again. The following information was provided by the initial reporter, translated from (B)(6) to english: the client informs that "I have carried out the maintenance of the calibur as we are but I continue to observe contamination, we need to notify the technical service for its review and more exhaustive washing of cameras" the flushing procedures advised in case (B)(4) appeared to have resolved the problem, but the customer reports that the flow chamber is dirty again.